Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 74 mg/dl, 202 mg/dl, 356 mg/dl, and 71 mg/dl. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.